Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2367 alarm, which occurred on the homechoice (hc) during use. The home patient (hp) stated she had cycled power from a previous alarm. The baxter technical service representative (tsr) had the hp cycle power to press go to start and had the hp disconnect. She removed the cassette and the tsr explained the alarm. The tsr assisted the hp to clear the alarm and advised them to contact the nurse. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance received a call from the home patient on (B)(4) 2012 and she finished therapy with manual supplies that day. She did not notice anything unusual with any of the previous supplies. She did not have a sample available or a lot number. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.